Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the drive train motor brake gap was out of specification and the gap could not be re-adjusted back to be within specification. Therefore, a replacement of the drive train motor is needed to remedy the fault. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. No physical damage was observed during the visual inspection. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance and the pdb (power distribution board) needs to be replaced with the current revision. The sticky clutch plate was deburred and pdb (power distribution board) was replaced. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. The autopulse platform is a reusable device and was manufactured in 2008. The device has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform ((B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.